Manufacturer narrative:
Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the ivc, ascites in the right abdomen, stable collapse of the ivc below the level of the filter and collapse iliac veins, multiple collateral veins and prominent collateral veins with in a small right inguinal hernia. The patient further reports abdominal pain, abdominal distention, leg pain, leg swelling and nausea. The patient also developed varicose veins in the legs and the filter cannot be removed. The patient reports constant fear and anxiety of further injury or death.  Additional information received per the medical records indicate that the patient has a history of adenocarcinoma rectal sigmoid colon ¿ polyp removal, sigmoid excision with colostomy, suspected metastatic lesion left parietal bone, right lower lobe lung mass, vasectomy, lung biopsy with resulting pneumothorax, lung resection biopsy adenocarcinoma, lower lembectomy, and pelvic bone lesions. The patient also has a history of hypertension, post traumatic stress disorder (ptsd), hyperlipidemia (hld), anemia, lung malignancy with right lower lung resection (one year before the index procedure) and rectal carcinoma with small bowel resection (two years prior to the index procedure). In relation to the motor cycle accident the patient had a damaged rotator cuff, bilateral metacarpal fractures, left clavicle fracture and left ankle fracture. The day before the index procedure the patient was on his motor cycle and had a wreck that involved a truck. He was admitted to the hospital with right shoulder dislocation, open fracture left great toe, closed fracture 2-5 metatarsal neck, laceration left leg, fracture left foot and pelvic fracture. The patient developed lower extremity deep vein thrombosis (dvt) with swelling. The patient spent seventeen days in the hospital.   The filter was deployed via the right internal jugular vein. It was implanted under ultrasound guidance and a guidewire was advanced centrally. A 6-french sheath was advanced over the wire into the inferior vena cava and a digital subtraction inferior vena cavogram was performed. The filter was deployed through the sheath within the infrarenal inferior vena cava. A follow-up vena cavogram was then performed. During this same month, the patient was diagnosed with a rotator cuff tear and had the pin removed from his toe. Three months after the motor cycle accident and the index procedure, the patient had right shoulder pain, demonstrated evidence of an avulsion fracture the greater tuberosity of the humerus with superior and posterior displacement of the bone fragment which was against the posterior humeral head particular region. In addition, there was evidence of fracture inferior posterior aspects labrum. The humerus demonstrated superior migration. The acromioclavicular joint appeared intact without significant spurring. The acromion demonstrates a type ii contour.  Four years after the index procedure imaging indicated that the patient had interval decrease in small bowel dilation. Seven years and six months after the index procedure the patient experienced a small bowel obstruction which was treated without surgery. The patient also had mild degenerative changes of the hips (bilateral) and a remote fracture deformity of the s1 vertebra. The patient had moderate multilevel degenerative changes in the lumbar spine and posttraumatic deformities of several right lower ribs. Seven years and eight months after the index procedure the patient was noted to have a high grade partial small bowel obstruction with transition point in the ileum within the deep pelvis in the presacral area, post-surgical stable changes of partial distal colectomy. The inferior vena cava (ivc) filter was in place with stable collapse of the inferior vena cava below the level of the filter as well as collapse of the iliac veins, multiple collateral vessels are noted. Seven years and nine months after the index procedure the patient was treated for a small bowel obstruction. A CT scan indicated a small bowel obstruction with a point of transition in the presacral space involving the mid ileum. Subsequently the patient had exploratory laparotomy with bowel bypass. Eight years and four months after the index procedure a chest x-ray indicated persistent streaky atelectatic changes in the bilateral lung bases. The patient continues to receive monitoring and treatment for conditions related to the motorcycle accident. This includes post-traumatic osteoarthritis, bone fractures, steroid injections, surgical procedures, x-rays and imaging.

Manufacturer narrative:
Section b5: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of adenocarcinoma rectal sigmoid colon ¿ polyp removal, sigmoid excision with colostomy, suspected metastatic lesion left parietal bone, right lower lobe lung mass, vasectomy, lung biopsy with resulting pneumothorax, lung resection biopsy adenocarcinoma, lower lobectomy, and pelvic bone lesions. The patient also has a history of hypertension, post-traumatic stress disorder (ptsd), hyperlipidemia (hld), anemia, lung malignancy with right lower lung resection (one year before the index procedure) and rectal carcinoma with small bowel resection (two years prior to the index procedure). In relation to the motor cycle accident, the patient had a damaged rotator cuff, bilateral metacarpal fractures, left clavicle fracture and left ankle fracture. The day before the index procedure the patient was on his motor cycle and had a wreck that involved a truck. He was admitted to the hospital with right shoulder dislocation, open fracture left great toe, closed fracture 2-5 metatarsal neck, laceration left leg, fracture left foot and pelvic fracture. The patient developed lower extremity deep vein thrombosis (dvt) with swelling. The patient spent seventeen days in the hospital. The filter was deployed within the infrarenal inferior vena cava. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to collapse of inferior vena cava below the level of the filter, collapse of the iliac veins, multiple collateral vessels are visible, and prominent collateral vessels within a small right inguinal hernia. Per the patient profile form (ppf), the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc), ascites in the right abdomen, stable collapse of the ivc below the level of the filter and collapse iliac veins, multiple collateral veins and prominent collateral veins with in a small right inguinal hernia. The patient further reports abdominal pain, abdominal distention, leg pain, leg swelling, nausea and varicose veins in the legs. The patient reports constant fear and anxiety. Per the medical records, three months after the motor cycle accident and the index procedure, the patient had right shoulder pain, diagnosed as an avulsion fracture the greater tuberosity of the humerus. Four years after the index procedure imaging indicated that the patient had small bowel dilation. Seven years and six months after the index procedure the patient experienced a small bowel obstruction which was treated without surgery. The patient also had mild degenerative changes of the hips (bilateral) and a remote fracture deformity of the s1 vertebra. The inferior vena cava (ivc) filter was in place with stable collapse of the inferior vena cava below the level of the filter as well as collapse of the iliac veins, multiple collateral vessels are noted. Seven years and nine months after the index procedure the patient was treated for a small bowel obstruction. A CT scan indicated a small bowel obstruction with a point of transition in the presacral space involving the mid ileum. Subsequently the patient had exploratory laparotomy with bowel bypass. Eight years and four months after the index procedure a chest x-ray indicated persistent streaky atelectatic changes in the bilateral lung bases. The patient continues to receive monitoring and treatment for conditions related to the motorcycle accident. This includes post-traumatic osteoarthritis, bone fractures, steroid injections, surgical procedures, x-rays and imaging. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, vascular collapse, varicose veins, collateral circulation, swelling of the legs and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, nausea and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(6). Please note that the exact event date is unknown. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to collapse of inferior vena cava below the level of the filter, collapse of the iliac veins, multiple collateral vessels are visible, and prominent collateral vessels within a small right inguinal hernia. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vascular collapse and collateral circulation do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to collapse of inferior vena cava below the level of the filter, collapse of the iliac veins, multiple collateral vessels are visible, and prominent collateral vessels within a small right inguinal hernia. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.